Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to moisture keypad traces. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was dropped into the toilet. Customer's blood glucose was 122 mg/dl. Customer reported via phone the device had fluids under the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.